Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage. The customer¿s blood glucose level was 92 mg/dl. The customer stated that the lip ring of insulin pump was missing. The troubleshooting was performed for damage and found that the reservoir was not locking in place. The customer was advised to discontinue use of the insulin pump and revert to a backup plan and the insulin pump will need to be replaced. The insulin will be returned for analysis.

Manufacturer narrative:
Received with broken reservoir tube lip and missing reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.